Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a13.2mm, vticm5_13.2, -8.0/2.5/094 implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 lens repositioning was performed due to lens rotation not associated to a low vault. It was reported that the problem resolved. Cause of event was unknown.